Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the patient's system controller alarmed "connect power" (power cable disconnect) was not confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned and evaluated at abbott, and log files were downloaded. The downloaded log files from the returned system controller (b8171032) contained data spanning approximately two days (25sep2022 ¿ 27sep2022 per the timestamps). Additional events captured between 03oct2022 and 04oct2022 are consistent with the events captured when the controller was returned to abbott for evaluation. The pump maintained a speed above the lsl without issue while the driveline was connected. No atypical active alarms related to the reported event were captured in the log file. The driveline was disconnected on 26sep2022 at 15:33:31-15:33:57, which is consistent with a controller exchange. The system controller was disassembled. The conductors of the power cables were tested for continuity and the orange data transmission wire in the white power cable electrically open, indicating that the wire is damaged. The insulation and shielding were removed from the white power cable, revealing that the orange data transmission wire was completely cut off near the white power connector strain relief. The dual power cable was replaced. After dual cable replacement, the system controller underwent functional testing. During the functional testing, the controller was hooked up to a mock loop, patient cable, and power module. The display button was used to navigate through the different controller's display screens. The black and white cables were manipulated, and no alarms were activated. The black and white cables were disconnected one at a time to activate typical power cable disconnect alarms. The controller was able to support the pump function for extended operation. The connect power alarms were not reproduced during the testing of the returned system controller. This analysis could not conclusively determine the root cause of the reported event. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The system controller (B)(6)was shipped to the customer on 28aug2015. Heartmate 3 instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate 3 instructions for use section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller alarmed to connect power. The system controller was exchanged.